Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that a short circuit condition was detected during shock delivery when it come to this implantable cardioverter defibrillator (ICD). An error code 1004 was noted on this ICD. Following this error code another error code 1007 due to the capacitor charge time having exceeded the limit was noted, then another warning appeared to then check the competitor right ventricular (rv) lead. The last warning noted that the battery capacity had depleted. It was suspected that the insulation was damaged on the competitor rv lead, but measurements were noted obtain due to the device being safety mode. The device was explanted while the competitor rv lead was surgically abandoned. A new system was implanted. The device will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was confirmed that the device had an arc mark confirming that the device shocked into a shorted lead condition. A review of the device memory revealed that the device delivered a 31 j shock into a shorted lead condition on april 8, 2016. The device battery was reset to verify pacing availability through the automated returned products testing. The device was put through a series of automated diagnostic testing that verifies the performance of defibrillation, pacing, sensing and recording functions of the device. The device passed the sensing, pacing and recording tests but failed the high voltage shocking defibrillation testing due the blown plasma fuse. Laboratory analysis confirmed that the device observations were the result of induced high energy overstress damage that occurred when the device performed a shock into a shorted lead condition.